Event description:
Literature: pedrini l, gregorini p, magnoni f, ballestrazzi ms, sensi l, pisano e. Spinal cord stimulation for untreatable critical limb ischemia: experience and late result of a single centre. Ital j vasc endovasc surg. 2009;15(4):223-230. Summary: this study demonstrated the ability to treat untreatable critical limb ischemia patients with scs. This treatment for pts unfit for revascularization can offer complete pain relief in 46% and a pain reduction of >75%. This also offers a good survival rate without amputation. This study occurred between 1989 and 2007 and enrolled 118 pts. It was reported that the pt experienced an unspecified device malfunction that required early device replacement. See MFR report number: 2182207200902762.

Manufacturer narrative:
See scanned pages.